Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the probe inside the instrument. Quality control samples, run in the secondary mode, were failing when the leak was observed. The volume of the leak is unknown and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the rinse cup was misaligned causing the leak. The fse aligned the rinse cup and the instrument ran without leaks or errors. Quality control samples, ran in secondary mode, met acceptance criteria and the instrument is running normally. The repairs were verified per established procedures. (B)(4).